Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 4.4, 8.8 and 9.8mmol. Tests were done within 20 mins. Pt did not experience any adverse events. No further info has been reported.